Event description:
Following the preprocedure pt assessment, the procedure, goals, risks, and alternatives were reviewed. A variable stiffness extended upper endoscope was advanced under direct vision into the proximal esophagus. The scope was advanced to the stomach where peg tube bumper was noted. Scope was advanced in the duodenum and with moderate difficulty through the jejunum to the site of pej tube. The pej tube bumper was identified. A snare was placed around the pumper to secure the jejunostomy tube. The jejunostomy tube was then cut flush to the skin. This tube was in an area that appeared to be a jejunojejunostomy. While we were retrieving the pej tube, the snare broke that resulted in loss of the jejunostomy bumper as well as the metallic part of the snare. We, therefore, advanced the scope again and retrieved the broken snare. We had a concern that this bumper will pass beyond our access. Therefore, we first used a 15mm ercp balloon, passed it through the pt's existing jejunostomy tube, and inflated the balloon. In order to prevent the passage of bumper in more distal jejunum, after securing that, we advanced the variable stiffness extended upper endoscope again to the site where jejunostomy bumper was lodged. It appeared that anastomotic area was holding the bumper and that is what led to the break of the snare. This time we first attempted a roth retrieval and subsequently, a large snare. Even after placement of the snare, we were unable to retrieve this bumper as it was lodged in a horizontal manner across where it appeared to be an anastomotic stricture. Therefore, at this point, a pediatric upper endoscope was passed through the pt's jejunostomy opening and with a combination of second snare, alignment of bumper was changed. With moderate difficulty, we were able to bring the bumper into the stomach and then eventually into the proximal esophagus. However, at this point, it was difficult to pull this thing through the cricopharyngeus. Therefore, with a gentle forward pressure with extended scope and pulling of the pediatric scope through the jejunostomy, we brought the bumper into the stomach. Using a roth retrieval net, the mushroom part of the bumper was grasped and the snare of the pediatric scope, as well as the pediatric scope, were now released and brought out through the jejunostomy site. The bumper of the jejunostomy tube was then brought out easily per orally. The peg tube was removed by traction method. This was a lengthy procedure requiring multiple accessories and two physicians to accomplish the goal of the procedure. The pt tolerated the procedure without any obvious immediate complications. The pt was assessed upon completion of the procedure. Ok for procedural discharge when criteria met.

Manufacturer narrative:
Once the investigation report has been rec'd, a supplemental report will be filed.